Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user contacted support for assistance with a complete supply change for an ilet system using a contact/detach 23"¿6 mm infusion set with a dexcom g7, and the user successfully completed the supply change; blood glucose was reported at 319 mg/dl before returning to 163 mg/dl later the same day, with no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included transient elevated glucose that resolved to a normal range without hospitalization. Investigation included troubleshooting and education conducted by support. Investigation of this case revealed no device alarms and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.